Manufacturer narrative:
The suspect exams were reviewed by medtronic personnel. The representative was unable to replicate the reported issue.

Event description:
A medtronic representative reported that, while planning for a procedure, the surgeon observed an imprecision. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
A medtronic representative reported that the surgeon and neurologist determined that there was distortion in the MRI sequence and the computed tomography (CT) would be the most accurate representation of the vessels and would be used planning the trajectory for electrode placement. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome. Correction: device manufacture date updated to correct value. A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.